Manufacturer narrative:
Unknown, as hoveround has not been given access to the motorized wheelchair to date; however, hoveround has scheduled an appointment to evaluate the motorized wheelchair. The end user was operating the motorized wheelchair in a confined space near transportation vehicles. Hoveround's owner's manual warns, "to avoid serious injury or death from a fall or collision, set speed/response control for the environment and your skill level. Set control to minimum if you are a less experienced driver or are in a confined space," and, "to avoid serious injury or death by being struck by a motor vehicle, obey all local pedestrian traffic rules."

Event description:
Hospital reported the end user was operating the power wheelchair on the subway platform and hit the train as it entered the station.